Manufacturer narrative:
(B)(4). The information provided on this form was previously submitted under manufacturing report number 3007963827-2015-00036. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint was identified for the part and lot combination of the tibial component. Review of the surgical notes suggests that the components were implanted with the correct fit and orientation as per the surgical technique. Per the component package inserts, loosening or fracture/damage of the prosthetic knee components or surrounding tissues are potential adverse effects of the procedure. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. Review of the x-rays indicates that the right total knee arthroplasty components are present. Wide zones of radiolucency are present at tibial metal-bone and tibial cement-bone interfaces which are consistent with loosening of the tibial component. No gross migration or subsidence of the implants is demonstrated. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.